Manufacturer narrative:
(B)(4). Event month and day: unknown. Year: 2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify when the instrument failed to open? Did the device fail to open after loading the reload cartridge but before clamping on tissue? Or was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, after charging the corresponding cassette, the instrument failed to open when attempting to staple.

Manufacturer narrative:
(B)(40. Additional information requested and received: did the device fail to open after loading the reload cartridge but before clamping on tissue? Answer: yes.

Manufacturer narrative:
(B)(4). Batch number # p5603c. The analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.